Event description:
It was reported that during a laparoscopic cholecystectomy procedure after placing the device into the trocar, the device would not open and fire. This was the initial firing with an unknown color cartridge. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Premature sled movement. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.